Event description:
It was reported that, during a device check prior to an MRI, loss of capture (loc) on this right atrial (ra) lead was observed at maximum output. An increase in ra lead impedance measurement and low intrinsic amplitude were noted. Ts suspected a potential compromised ra lead and recommended further evaluation. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.